Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using a lantern delivery microcatheter (lantern) and angiographic catheter. It was reported that the patient¿s anatomy was slightly tortuous. During the procedure, the physician placed the angiographic catheter in the target vessel. While attempting to advance the lantern into the hub of the angiographic catheter, the physician experienced resistance, and the lantern would not advance further; therefore, the lantern was removed. The procedure was completed using a non-penumbra microcatheter and the same angiographic catheter. There was no report of an adverse effect to the patient.